Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump quit working and had alarmed for a weak battery and a button error. The blood glucose reading was 290 mg/dl. Customer treated with manual injection. He stated that the insulin pump was not exposed to moisture but the customer may have pressed on buttons. Nothing further was reported.